Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman fxd curve access system (was) was positioned and transseptal puncture was attempted. Transseptal puncture was performed with no issue. An activated clotting time (act) was drawn showing 320 seconds, and the patient was given an additional 3000 units of heparin. The versacross wire was removed, and a pigtail catheter was inserted into the laa. An angiogram was performed through the pigtail catheter, and a 20mm watchman closure device was flushed with heparinized saline on the back table. After removal of the pigtail catheter, the physician attempted a wet-to-wet connection. A column of thrombus was then seen on the proximal end of the was and inside the was hemostatic valve, preventing the back flow of blood. The thrombus was aspirated from the was. The versacross wire was reinserted into the was to maintain left sided access to the heart. Thrombus was then seen at the end of the versacross wire. The versacross wire and was were removed from the patient and a new was used. The procedure was completed with no further complications. The patient was discharged home on the same day post procedure.

Manufacturer narrative:
B5: describe event or problem - updated with additional corrective narrative.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman fxd curve access system (was) was positioned and transseptal puncture was attempted. Transseptal puncture was performed with no issue. An activated clotting time (act) was drawn showing 320 seconds, and the patient was given an additional 3000 units of heparin. The versacross wire was removed, and a pigtail catheter was inserted into the laa. An angiogram was performed through the pigtail catheter, and a 20mm watchman closure device was flushed with heparinized saline on the back table. After removal of the pigtail catheter, the physician attempted a wet-to-wet connection. A column of thrombus was then seen on the proximal end of the was and inside the was hemostatic valve, preventing the back flow of blood. The thrombus was aspirated from the was. The versacross wire was reinserted into the was to maintain left sided access to the heart. Thrombus was then seen at the end of the versacross wire. The versacross wire and was were removed from the patient and a new was was used. The procedure was completed with no further complications. The patient was discharged home on the same day post procedure. It was further reported that the thrombus was found inside the was and not on the wire upon the initial removal from the patient.